Event description:
This is a report of a patient who observed air in their patient line while connected to the homechoice for their initial drain. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the observed air. The patient was advised to start therapy over with new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.